Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 9.5 cm from hub and approximately 2.0, 6.0, and 10.0 cm from the distal tip. Conclusions: evaluation of the returned device confirmed that the cat6 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging or use. If the force is applied to the distal end of the shaft during removal from the packaging tube or insertion into the patient, it is likely that damage such as this may occur. These devices are 100% visually inspection for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital nurse noticed that the tip of the indigo system aspiration catheter 6 (cat6) was kinked upon removal from its packaging. The kinked cat6 was found prior to use and was not used for the procedure. The procedure continued using a new cat6.